Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown, unknown liner lot # unknown, item # unknown, unknown stem lot # unknown, item # unknown, unknown cup lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02295.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review: superior dislocation of a left total hip arthroplasty with zimmer trilogy constrained cup and zimmer versys anatomic stem present. No fracture seen. No obvious concerning factors are seen. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.